Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent dislodgement and shaft break occurred. The target lesion was located in the leg arteries. A 3.00mm x 32mm veriflex¿ stent was advanced to treat the lesion. However, the shaft of the device broke in half inside the patient's leg artery. They were able to extract the distal half of the stent delivery system, but the stent came off in the tissue tract at the groin. The stent was retrieved. No further patient complications were reported and the patient's condition is ok.